Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18267.

Manufacturer narrative:
A philips authorized service provider reported the device is maintained by a third party and no additional information was available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a customer reporting a tidal volume alarm occurred on a v60 ventilator. It is unknown if the device was in clinical use at the time. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address: (B)(6).